Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was received in with a damaged electrical chassis and front panel. Tidal volume knob rubs on the battery compartment. The input manifold assembly is extremely loose. Rattling is heard internally. The customer stated problem was duplicated. Tightened all retaining screws, re-shaped front panel, replaced electrical chassis. The cause of the reported problem was traced to the user manipulation of the device. No previous service history was found. Manufacturing DHR is not relevant to the investigation as the reported issue was due to user interface.

Event description:
Information received a smiths medical ventilators/pneupac ventilators parapac plus damaged and alarms not triggered. No further information